Manufacturer narrative:
(B)(4). Additional information was provided by a nurse: on (B)(6) 2012, the patient stopped the treatment with cefazolin and fortum and was discharged from the hospital. The patient recovered from this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced diarrhea, and peritonitis manifested by abdominal pain and cloudy effluent. Cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient started treatment with cefazoline (1gm, daily, ip) and fortum (1gm, daily, ip) for peritonitis. The patient was recovering from this peritonitis event. Per the reporter, the peritonitis event was not related to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.